Manufacturer narrative:
The arrow buttons did not respond due to flattened button dome switches. No unlocked lcd keypad connector was noted. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the button keypad anomaly. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 551mg/dl and treated with a syringe. Troubleshooting found that the customer bolused but the bolus did no correct the blood glucose. It was also foujnd that the up arrow button does not work properly. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.